Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with s233 (over temperature-psc) malfunction alarm code. On (B)(6) 2014 at approximately 1900, the device was programmed to deliver an unspecified concentration of epinephrine. No specific programming parameters were provided. On (B)(6) 2014 less than 24 hrs after the delivery was started, the device alarmed with a s233 malfunction alarm code and was reported to have stopped delivering. At that time, nurse reported the fan could be heard running. The device was removed from clinical use. Therapy was resumed using a replacement device. It was reported during the time the device was being replaced the pt's blood pressure remained stable. There were no reports of any adverse patient events and no reported delay of therapy critical to this pt. No medical interventions were required. No additional information was provided.